Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. This supplemental report is being filed to correct the initial reporter and occupation, device user and report source. Also to report the additional information received from the field.

Event description:
It was reported that this brady lead was not successfully implanted due to a product performance issue. No further information available. No adverse patient effects were reported. Additional information received indicates that this lead did not have a good capture. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to a product performance issue. No further information available. No adverse patient effects were reported.